Manufacturer narrative:
Section a1-patient identifier: complete sid is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium result generated on the alinity c analyzer for one patient. The result was released, and the nurse questioned the result because it was different from the patient¿s previous result. Additionally, the patient had stopped taking magnesium awhile back. The same sample was repeated which generated lower results. A new sample was tested, and a lower result was obtained. The following data was provided: customer¿s normal reference range: 1.5 to 2.6 mg/dl. (B)(6) 2023 sid (B)(6). Initial result = 9.5 mg/dl. Repeat results on the same analyzer and another alinity analyzer = 1.2 mg/dl. Repeat result from new sample = 1.3 mg/dl. For troubleshooting, the customer ran precision on the original sample with the following results: 1.2, 1.3, 1.2, 1.2, 1.2 mg/dl. No impact to patient management was reported.

Event description:
The customer observed falsely elevated magnesium result generated on the alinity c analyzer for one patient. The result was released, and the nurse questioned the result because it was different from the patient¿s previous result. Additionally, the patient had stopped taking magnesium awhile back. The same sample was repeated which generated lower results. A new sample was tested, and a lower result was obtained. The following data was provided: customer¿s normal reference range: 1.5 to 2.6 mg/dl. (B)(6) 2023 sid (B)(6). Initial result = 9.5 mg/dl. Repeat results on the same analyzer and another alinity analyzer = 1.2 mg/dl. Repeat result from new sample = 1.3 mg/dl. For troubleshooting, the customer ran precision on the original sample with the following results: 1.2, 1.3, 1.2, 1.2, 1.2 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, observed dirty cuvette washer dry tip and water in the cuvette. The fsr replaced the cuvette washer dry tip and the cuvette which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed no additional service tickets associated with erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any similar issues related to the alinity system, likely cause parts, or discrepant results as describe in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) was identified.